Event description:
The facility's biomedical engineer reported an infusion pump with an 813:01 failure code that was found during biomed testing. The biomed stated that there was no report of pt injury or medical intervention resulting from this failure, no tubing was being used, no medicine was being infused, and no additional contact was identified.